Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was on critical override and not communicating. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and was not communicating. A technical support specialist dialed into the station and found that it was communicating with the server successfully. The station was not discovered in disconnected mode upon dial-in. It was discovered that the time on the station was off by 6 minutes. The station data synchronization log was traced back to the time of the incident, and a delayed communication error was identified. The ntp server on the station was updated to tick.chp.clarian.org. All stations at iu health bloomington hospital were re-synced to the ntp server tick.chp.clarian.org. No further issues were reported, and the case was closed. The system functioned as intended after the technical support specialist troubleshoot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was on critical override and not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.